Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the top cover was not on the tampons. No injury was reported.